Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported pain and foreign body sensation that they have been experiencing, diagnosed with accumulation of fluid and "device contraction", as well as capsular contracture baker grade unknown. Patient also stated that they have had 2 benign tumors in the right breast. Device remains implanted.

Event description:
Patient reported right side "pain and foreign body sensation" now "diagnosed with capsular contracture" baker grade unknown. Patient also reported right side history of "two benign tumors". Device remains implanted.

Event description:
Patient reported right side "pain and foreign body sensation" now "diagnosed with capsular contracture" baker grade unknown. Patient also reported right side history of "two benign tumors". Device remains implanted.